Event description:
Applied equate antibacterial flexible fabric bandage as f/u bandage coverage to surgical area. Within 12 hours noted discomfort in the area, but went to sleep. Upon arising 6 hours later removed the bandage to discover the area covered by the gauze was blistering. Upon reading the active ingredient printed on the box, it lists 0.8% benzalkonium chloride. In a review of this ingredient all sources I located showed 0.1% is the maximum concentration of benzalkonium chloride that does not produce primary irritation on intact skin or act as a sensitizer. FDA safety report ID# (B)(4).